Event description:
Allegedly removed during revision surgery.

Manufacturer narrative:
This product was removed during the revision surgery. This is the same event as 1043534-2008-00346, 00347. This report will up updated when the investigation is complete.